Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: a DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The dimension of the citrus hole could not be measured in reason of breakage, but the inspection sheet confirms a 100% dimension check during production. The pfna nail is broken on citrus hole for pfna blade. The cross section of the broken surface shows no irregularities. It is likely that the pfna - nail (area of pfna-blade hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role. The raw material certificates were checked and it was found that the used raw material fulfilled the specifications. Based on this the complaint is confirmed but not valid from the point of view of the manufacturing site. The "investigation summary" is a translated conclusion from the attached document(s). No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is not available for reporting. Date of event is unknown. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 04.027.269s, lot # 2632258. Manufacturing location: (B)(4), manufacturing date: aug 17, 2010, expiry date: aug 01, 2020. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2014, patient was implanted with proximal femoral nail antirotation (pfna) with cement. Post operatively, on an unknown date, proximal femoral nail antirotation (pfna) broke through the proximal blade hole. On (B)(6) 2016, patient underwent revision/extraction surgery. Reportedly, the extraction of the pfna system was difficult. No delay in surgery reported. Patient outcome post revision surgery was not reported. It was reported that an intraoperative femoral fracture occurred during an implant surgery on (B)(6) 2014. (B)(4) will capture a previous plate breakage occurred during initial implant procedure. This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).